Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited the distal end has foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that there was adhesion of the material at the distal end. The foreign material was possibly not removed because reprocessing was not conducted properly due to a crack at the distal end, leading to a loss of watertightness. However, a definitive root cause could not be determined. The instruction manual states the detection method associated with the event in tjf-q190v operation manual chapter 3 preparation and inspection, and preventive measures associated with the event in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.